Event description:
Information was received from a healthcare facility via a manufacturer representative regarding an instrument used for spinal therapy. It was reported that the cross-bar in the tip of the driver was missing. The driver was in two separate pieces - the sleeve and shaft. There was no patient involved at the time of event.

Manufacturer narrative:
Product analysis product ID # 3606195 lot no. # k23e1056 visual and optical inspection confirmed the threaded pin is missing from the screwdriver shaft. Optical inspection confirmed damage around the through whole. The pin appears to have broke due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.